Event description:
It was reported that the patient received inappropriate shocks due to t-wave oversensing (twos) on the right ventricular (rv) lead . Electrograms showed the r-wave variation and even at the least sensitive setting the twos was seen. Reprogramming was performed. The lead remains in use and will be extracted at future changed out. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).